Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient was injected in the perioral area with 1 ml of juvéderm® volbella® with lidocaine. The patient reported a ¿cellulitis-type reaction¿ and was treated by the injector with flucloxacillin. The ¿inflammation¿ settled somewhat but not completely. The patient visited the injector over 18 months for ¿ongoing swelling and redness/mottling" before visiting treating physician. Hyalase® was then administered on two separate occasions and resolved the swelling and redness. Ciprofloxacin was also prescribed for possible biofilm, but the patient did not tolerate treatment well due to ¿gastrointestinal side effects.¿ the swelling resolved over the next few weeks. The patient was then injected in the lips with 1 ml of restylane with no adverse effects. The patient was satisfied.